Manufacturer narrative:
The manufacturing location for this product are (B)(4). These site are an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. Medical device expiration date: n/a. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A complaint history check was performed and this is the 1st related complaint for difficult/unable to operate on lot # 5265381. As per qe, a DHR review of the risk management file for this issue shows that the risk for this issue is low investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that bd¿ safe-clip could not receive needles into its container despite the container was not full. The following information was provided by the initial reporter: ¿device ¿froze up.¿ it cannot receive needles into the clipping hole, though the device is nowhere near ¿full¿ (as thought the hole became misaligned).¿